Event description:
Resident was bending the tunneler in her hand when it snapped and broke into four pieces. Broken pieces were removed from field.the reporter indicated "the shunt passer is catalog number 82-1516" and the procedure was completed using "another device of the same brand." "There was not apparent harm."